Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient experienced a skin reaction on (B)(6) 2025. Symptoms included itching, inflammation, swelling, and an infection under the dexcom sensor overlay patch. Upon removal of the sensor, a layer of skin peeled off, remaining attached to the adhesive of the overlay patch. The patient reported purchasing the decorative overlay patch from the dexcom design shop. On an unspecified number of days, the patient consulted a physician who prescribed three unspecified oral antibiotic medications. The patient believes the infection was caused by contact dermatitis, potentially linked to chemicals in the decorative patch adhesive. At the time of the report, the infection had subsided following antibiotic treatment, and the patient now uses only the standard wearable overlay patch. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.